Event description:
It was reported that left ventricular lead dislodgement was confirmed via fluoroscopy. The patient's device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.